Event description:
Device issue: none. Adverse event: restenosis/coronary artery bypass grafting. Onset of adverse event: 19 month post procedure. It was reported via a trial that on (B) (6) 2008, the pt underwent stenting in the predilated mid obtuse marginal (om) artery with one vision stent and direct stenting of the proximal left circumflex (lcx) artery with one mini vision stent. A bare metal mini vision stent was used because the xience v stent was unable to cross the target lesion. During the procedure, wire-induced vessel spasm occurred in the lcx artery and a localized dissection was found in the om after the second predilation. The om dissection was caused by the voyager balloon during the second predilatation. The om dissection was treated with the vision stent. A dissection was found in the proximal lcx artery after the vision was deployed in the om artery. The lcx dissection was caused by the voyager balloon during the initial inflation. The dissection in the lcx was successfully treated with implantation of a second vision stent. In (B) (6) 2009, the pt experienced shortness of breath, chest pain, and positive troponin levels. On (B) (6) 2009, the pt underwent coronary artery bypass grafting to the circumflex marginal artery and left ventricular aneurysm resection and repair. The pt tolerated the surgery well and was discharged home on (B) (6) 2009. There was no adverse pt sequelae. No additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The second mini vision rx 2.5 x 12 mm (part # 1007823-12/lot # unknown) mentioned is being filed under the same manufacturer number. Evaluation summary: in this case, there was no reported product deficiency. Angina, dyspnea, elevated enzymes, and restenosis are recognized as no fault complications in the no fault risk assessment. Additionally, angina and restenosis are listed as known adverse events of coronary stenting in the mini vision instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. It was reported no pre-dilatation was performed prior to implanting the mini vision stent. It should be noted in the mini vision IFU, it states: pre-dilate the lesion with a ptca catheter. In this case, a conclusive cause cannot be determined for the reported pt effects and the relationship, if any, to the device. Product performance engineering will monitor the incident circumstances. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.